Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of ascus0007 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the removal of the needle , the wings detached and the needle remained inside and they removed it in a second moment. No other information was provided.